Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units of insulin. The customer's blood glucose (bg) level was over 250 mg/dl. Although requested, the customer did not provide information on what was done to address the bg level. Recommendation was made to not overfill the pump per labeling instructions. The customer was able to reload the cartridge successfully and received an accurate fill estimate.